Manufacturer narrative:
This is a correction report. On initial MDR reported (B)(6) 2011, stated "(B)(6)" as country. The correct country is (B)(6).

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). (B)(4). Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, a user facility reported either longer blood fill time or readings issues. Specifically it was reported that a facility received an xceed pro reading of 6.0mmol/l compared to a laboratory result of 24.7mmol/l obtained within a ten minute timeframe. When plotted on the parkes error grid the results fell into the 'c' zone showing the difference between those values is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this report.